Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6, h11 a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field- h6-medical device ¿ problem code, g2. The issue was discovered by a getinge field service engineer (fse). Initial troubleshooting included replacement of the power slot board, however, the issue persisted. Further investigation confirmed power management related faults, and the power management pcb was replaced resolving the issue. The pump had turned off during the event. All functional and safety checks were completed to factory specifications, with fault logs and service documentation attached. The device was returned to service following repair. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part with a reported unit failure of not operating on slot 2 and a code 118. The fat performed a visual inspection and found the part to be in good condition. The fat installed the parts individually in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual.power slot board had no failure confirmed. Pcb was found to boot up the unit automatically. This is a known issue for this revision and will not be sent to supplier for further investigation. No error code was found for this board.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during pm the cardiosave intra aortic balloon pump (iabp) had power managent pcb fault, device found to not operate on battery when in slot 2. Initially suspected a faulty power slot board, after replacement the issue persisted. Further investigation revealed power management related faults (118) present and system won't boot. There was no patient involved.